Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a clinical study. It was reported that patient underwent right total hip arthroplasty on an unknown date. Subsequently, a revision procedure was performed on (B)(6) 2006 due to dislocation.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a clinical study. It was reported that patient underwent a right total hip arthroplasty in 1997. Subsequently, patient underwent hip correction procedures in 1998 and 2000. Patient was revised on (B)(6), 2005 due to an unknown reason. Patient underwent another revision procedure on (B)(6), 2006 due to dislocation.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a clinical study. It was reported that patient underwent a right total hip arthroplasty in 1997. Subsequently, patient underwent hip correction procedures in 1998 and 2001. Patient was revised on (B)(6) 2005 due to an unknown reason. Patient underwent another revision procedure on (B)(6) 2006 due to dislocation.